Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Tvt-o was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).